Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. A review of the device history and complaint database could not be performed since the lot number was not provided.

Event description:
The account alleges that tthe device was used for blood pressure measurement and to manage direct flow and delivery between the manifold ports. During use of the device the patient experienced air emboli, clotted catheter and bleed back. Sepsis/infection and soft tissue injury. No additional treatment was required no additional information is available at this time.